Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix was partially extended and there was blood infiltration in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a replacement procedure due to twiddler's syndrome. The lead had dislodged from the heart wall and was coiled around the device in the pocket. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a replacement procedure due to twiddler's syndrome. The lead had dislodged from the heart wall and was coiled around the device in the pocket. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.